Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Pump received with cracked battery tube thread and cracked case battery tube noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump casing was cracked. The customer¿s blood glucose level was unknown at the time of the incident. The customer also report moisture visible behind the screen. Troubleshooting was not performed. The insulin pump will be returned for analysis.